Manufacturer narrative:
: Imdrf device code a0401 captures the reportable event of cutting wire broken. The returned truetome 44 was analyzed, and a visual evaluation noted that the working length was free from kinks and bends. The cutting wire was not broken. The cutting wire was blackened, which was consistent with the findings when the device was observed under magnification, and it was in good shape. Functionally, the device bowed and return to bow as intended, and it showed continuity when the device was tested with a multimeter. The resistance across the 2-in-1 connector was within specifications. The length dimension of the cutting wire was reviewed, and it was within specification. No problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the cutting wire was not broken and no problems with the device were noted. Based on all gathered information, the complaint will be classified as "no problem detected" since the reported problems were not detected during the product analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2023. During the procedure, there were instances that the device would not cut. It was reported that the cutting wire of the truetome 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6)2023. During the procedure, there were instances that the device would not cut. It was reported that the cutting wire of the truetome 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.